Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on 04/25/2025, upon wearable removal the wearable wire was missing from the sensor pod. The patient developed swelling and a bruise at the insertion site and alleged that the whole wire remained in the skin. The patient consulted a physician and had an x-ray performed, which showed a foreign body was retained under the skin. The patient was prescribed a course of unspecified oral antibiotic medication and over-the-counter oral nsaids (ibuprofen tablets) and pain (tylenol tablets) medication. At the time of the report, there was no report of medical or surgical intervention to remove the wire from the skin, and the patient was in stable condition and was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 05/13/2025. A nurse reported that a patient experienced a broken sensor wire incident four days after the sensor had been inserted into the arm. Upon removal of the sensor on 04/20/2025, it was noted that the sensor wire was missing from the sensor pod. The patient subsequently developed localized swelling and bruising at the insertion site. The patient alleged that the entire wire had broken off and remained embedded under the skin. On 04/29/2025, the patient¿s daughter brought them to the emergency department, where an x-ray confirmed the presence of a retained foreign body beneath the skin. The patient was prescribed a course of unspecified oral antibiotics, over-the-counter oral nsaids (ibuprofen), and pain relief medication (tylenol). At the time of the report, a consultation with a plastic surgeon had been recommended but had not yet taken place. Despite this, the patient was reported to be doing well. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).